Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Clinical assessment: a 72 year old male patient with a history of colon cancer presented with acute shortness of breath and chest pain. A pulmonary embolism (pe) was diagnosed and a systemic lytic therapy initiated. Following insertion of an impella rpflex, insertion, thrombectomy with an inari system was carried out. The patient developed pneumonia and sepsis was treated with antibiotics. After 4 days of support, the impella had to be removed due to potential clot formation manifesting through intermittently decreased pump flow. This is a known increased risk for patients who present with pe. The patient remained hemodynamically stable despite low pump flow. Engineering assessment: the complainant states that the impella was explanted due to potential clot and the device experienced decreased flows. Medical device removal should be added as a patient outcome code.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced sepsis and low flows. A clot was suspected so the pump was explanted.